Event description:
On 5/18/92 patient in high position on saf-lif. Attendent lifted patient's legs to clear side of tub. Chair seperated from lift. Chair with patient belted into it fell to floor. Patient stuck right side of face and head against floor. Manufacturer rep. Notified by phone on 5/19/92invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.